Event description:
It was reported that the patient presented for routine in-clinic follow up. An interrogation of the device revealed noise exhibited by the right ventricular lead. After discussion with the patient, it was decided to continue to monitor, and no interventions were made. The patient was discharged.